Event description:
Device complication: none reported. Adverse event: initial dissectin. Time of event: during procedure. The pt experienced an adverse event relative to a stenting rpocedure of th lica. It was stated that pre and post procedure, the pt's neuro status was remarkable intact. The physician verified that the pt sustained a vessel dissection of the ica; intervention consisted of "trapping up the flap". It was noted that the pt's anatomy was very tortuous, this condition necessitated the physician to advance the non-deployed accunet through many "curves" in order to give enough room between the accunted and the acculink stent, the physician felt that the stent delivery and placement was successful. Pst procedurally, the pt had a protected airway only, and was quite neurologically intact. The pt was air-lifted to hosp intensive care unit. It is also noted that a few days later, the pt was exhibiting normal brain function and was negative for stroke.